Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported two (2) suction loss incidents during surgery - cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was reported that there was one patient involved and they had multiple suction losses prior to intralase treatment, then after using two pi kits, the intralase was initiated with loss of suction; therefore loss of treatment. The suction was lost on the right eye (od) of the patient as the raster was firing. The account also experienced a suction loss on the left eye (os). Due to incomplete intralase approaching the visual axis in right eye (od) and patient's overall anxiety due to procedural problems, the surgery was not completed and the surgeon decide to perform prk (photorefractive keratectomy). The patient had to return another day for the prk procedures on both eyes (ou). It was confirmed that there was no patient injury. This report pertain to patient's left eye (os). A separate report will be submitted for the patient's right eye (od).